Event description:
It was reported that the ball tip of the 2.5mm reaming rod with ball tip/950mm-sterile broke off when it was bending. The surgeon was attempting to bend the reaming rod with pliers prior to inserting it into the patient when the tip broke off. The event was intraoperative; however, it did not specifically involve the patient as the device never touched or came in contact with the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and reported: magnum tool company manufactured the 2.5mm reaming rod, part #351.706, and lot #7705791 (wo #(B)(4)) on po #(B)(4) dated (B)(4) 2014 for (B)(4) parts. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2014, and synthes final inspection sheet #(B)(4), revision ¿n.¿ the parts were labeled, packaged, sterilized (po # (B)(4)) at (B)(4)) and released to the warehouse on june 20, 2014, with expiration date may 2023. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The 2.5mm reaming rod was made to the synthes drawing p/n 351.706, revision ¿j¿, released on september 6, 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.